Event description:
It was reported that the patient experienced an urethral erosion with his artificial urinary sphincter (aus). Radiation therapy was performed prior the erosion. The aus was removed; the concomitant inflatable penile prosthesis (ipp) was proactively removed to enable healing of the urethra. The patient underwent an urethroplasty and the urethra healed for six months. The patient underwent a re-implant surgery and a new aus was implanted. There were no further patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.